Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on when he was trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred in (B)(6) 2013. The patient reported using non adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 3 months after the alleged issue occurred, he developed symptoms of "dizziness, and blurry vision". The patient denied receiving any medical intervention in response to his symptoms. During the time of troubleshooting, the cca confirmed there was no misuse of the subject mere and it was not the first use of the meter. The patient was found to be using the correct test strips. When the subject test strip was inserted into the meter, the meter turned on. When the power button was pressed, the meter turned on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he was unable to test, delaying treatment and therefore developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.